Manufacturer narrative:
Device evaluated by MFR.: gladiator elite 6.0 x40, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A complete balloon circumferential tear was identified located approximately 5mm distal of the proximal markerband. The distal section of balloon material was also torn longitudinally beginning at the circumferential tear and extending for approximately 20mm distally. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. As per gladiator specification the rated burst pressure for this device is 24 atmospheres. A visual and microscopic examination observed no damage to tip of the device. A visual and tactile examination found the shaft of the device to be detached at a location approximately 5mm distal of distal markerband. This type of damage is consistent with excessive tensile force being applied to the device. No other issues were noted with shaft. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the initial inflation at 20 atmospheres, the balloon burst. The device was simply pulled out completely from the patient and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the initial inflation at 20 atmospheres, the balloon burst. The device was simply pulled out completely from the patient and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.